Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported resistance could not be confirmed due to device condition and the guiding catheter was not returned. The cause of the reported resistance could not be determined. The reported shaft separation was confirmed on the returned device and most likely due to handling during catheter advancement. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an un-specified procedure, the 3.0 x 12 mm nc trek balloon catheter was unpackaged without issue and advanced into the guiding catheter; however, resistance was noted with the guiding catheter and the shaft separated prior to reaching the target lesion. The device was removed without issue. A new nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.